Event description:
The customer reported that he changed the reservoir and the o-rings came out of the reservoir. The customer also reported that there was insulin in the reservoir compartment. The customer stated that he was able to rewind, but the insulin pump did not prime. Assisted customer with prime. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.